Manufacturer narrative:
(B)(4). No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis . (B)(4).

Event description:
During follow- up, x-ray examination revealed externalized conductors of the riata lead. The lead remains implanted and no intervention will be performed at this time. The patient is in good condition with no adverse consequences and will be followed remotely.